Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows the sutures have been cut/damaged. No pictures of the eyelet and screw were attached. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0087-eo - g. Precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique/bone preparation, misalignment of insertion, and/or excessive force used for prying/leveraging the device during insertion.

Event description:
On 11/17/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324slm 4.75 mm x 24.5 mm self punching, vented, suture anchor, swivelock suture that holds the tip of the anchor was cut when using the anchor. This was discovered during use with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.